Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received motor error as well as button error alarm. The customer¿s blood glucose level was unknown. Customer stated that insulin pump received unexplained no delivery alarm and did not give low battery alert. Customer stated the insulin pump had grinding noise during rewind process and rewind slower than in the past. Customer stated that insulin pump was reject new battery. The insulin pump will not be returned for analysis.